Manufacturer narrative:
(B)(4) (wrong lens implanted), (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's right eye in error. The surgeon implanted lens meant for the left eye in the right eye. No further info available. See MFR #2023826-2010-01138 for the other eye.